Manufacturer narrative:
Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8009790. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients system was auto-reducing due to an impeded lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to resolve the issue. It is unknown which lead was a t fault.